Event description:
It was reported that the patient had a posterior capsular tear, that was not caused by intraocular lens (iol) and the lens required removal. An iol cutter was used to cut lens out. A new lens was placed in the sulcus. An incision enlargement was performed. No further information was provided.

Manufacturer narrative:
(B)(4). The explanted intraocular lens was returned to our quality assurance laboratory for inspection. A visual inspection noted that the lens was cut, torn, and appeared to have evidence of blood and viscoelastic. No further inspection was possible due to the condition of the returned/explanted lens. All pertinent information available to abbott medical optics has been submitted.